Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an anesthesiologist inserted the abbocath 20g catheter into the radial artery. Soon after, blood was noticed coming out of the puncture site, and the pink conical area of the white body or catheter was loose. The customer confirmed there was patient involvement and an unspecified adverse event with a delay in critical therapy; but no human harm. No additional information has been provided.

Manufacturer narrative:
Testing received the sample involved in the event, on (B)(6) 2019, and confirmed the catheter was separated from the hub. Additionally, testing determined that the catheter position was too close to the front end of the catheter hub. The probable root cause was the improper injection molding position of the catheter, leading to the separation while in use. Moreover, amsino performed an appearance and physical inspection on a retained sample. The sample passed the visual inspection test for tightness of the catheter penetration, and no loosening of the catheter or catheter hub was noted. The tensile test confirmed all test data exceeds the 50% standard. Testing reviewed the device history record for the lot number 71-205-ky, and confirmed all relative tests were completed and the sample passed; thus, there were no non-conformances.